Event description:
Clinical application specialist (cas) reported for user that discrepant imipenem mic results were obtained for acinetobacter baumannii tested on microscan dried gram negative panels. The clinical isolate was susceptible to imipenem with an mic of </= 2 ug/ml on microscan neg urine combo 1 panels and resistant by other methods. The patient was admitted to the hospital in 2002 due to a head injury from a car collision. An intraventricular catheter was placed and the patient subsequently developed peoventriculitis with multiple brain abscesses. The patient was given high doses of imipenem and ampicillin/sulbactam for 30 days and the brain abscesses were drained. The patient survived the infection but the degree of recovery from the head injury is unknown.